Event description:
It was reported that the catheter could not be removed through the sheath the catheter & sheath were removed as a single unit & another sheath & catheter were used to complete the procedure without further complications.